Event description:
The hospital reported that during an endoscopic vein harvesting procedure, after the physician's assistant completed ligating the first branch and released the activation switch to neutral, the hemopro device would not shut off and began smoking inside the tunnel. The device was removed from the pt. A replacement kit was connected to the same extension cable to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection showed that the cold jaw boot insulation had a burn mark down the center of boot. Based upon condition of jaw boot, the reported failure was confirmed. Resistance measurements were within specification. The micro switch functioned properly. The pre-cautery test results showed that steam was generated from the saline moistened gauze during several device activations. The device did not immediately activate during any point in pre-cautery testing. The device meets electrical product specifications. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).